Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber card expired prior to use @ 0 joules. The case was completed using an alternate procedure (turp). There was no patient injury reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber does not show signs of usage. The fiber card is expired ¿ serial number (B)(4). Probable root cause: based on the product analysis results, the probable root cause of the failure is: user error. The fiber card will expire when the user attempts to use the fiber card in more than one separate unit.